Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the (B)(6) registry reporting that a trans-esophageal echocardiogram (tee) performed by the hospital showed evidence of a pump obstruction. The tee revealed turbulent flows into the inflow cannula and the part abutting the lateral wall had no flow. A previous tee had reportedly shown a normal color flow in the lower velocities into the cannula. No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding this event. The attached user facility report # (B)(4) was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.